Event description:
It was reported that a pt underwent a sling procedure in the "u" position in 2009. Three hours after the procedure, the pt experienced profuse vaginal bleeding. The pt was examined in the office and noted to have profuse bleeding vaginally from the vaginal incision. The surgeon opines that the bleeding was caused by the sling introducer. The bleeding was managed by packing the vagina and observing the pt overnite in the hospital.

Manufacturer narrative:
Date sent to the FDA: 09/22/2009. Bleeding occurred. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.